Event description:
It was reported that the customer had air bubbles in the reservoir and tubing. Customer stored the insulin in room temperature. Customer did not rewind with a reservoir in place. There were no pre-filled reservoirs in use. There were no air bubbles in the set after filling. Air bubbles occurred after 2 hours. There were also no leaks detected. O-rings were not malformed in package. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).